Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed and no further t-wave oversensing was noted thereafter. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that non-sustained lead noise due to post-paced t-wave oversensing was once again observed during follow up. Physician elected not to make any programming changes.